Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 21-nov-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the lens was received inside a specimen up. During a visual inspection, the device was inspected under magnification. The lens was coated in viscoelastic residue and cut in half. The lens was cleaned and inspected and a piece of the lens edge was cracked and broken off. No further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a zlb00 model lens. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-3b: patient gender: unknown/asked information was not provided. Section a-4: patient weight: unknown/asked information was not provided. Section a-5: patient ethnicity: unknown/asked information was not provided. Section a-6: patient race: unknown/asked information was not provided. Section b-3: date of event: unknown/asked information was not provided. The best date estimation is between (B)(6) 2025 and (B)(6) 2025 (iol implant and explant dates). Section h-3: device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. An attempt was made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The zlb00 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Due to unknown reasons, the iol was explanted in a secondary surgical procedure and replaced with a zcb00 20.0 iol. There was no patient injury; however, patient prognosis post lens exchange is also unknown. No further information is available.